Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted a broken cable on the large suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip cable was found to be broken at the distal idlers. The idler pulley was able to spin freely. The able segment stuck out at the wrist approximately 0.5425. Other cables at wrist were not damaged. Additional observation not reported by the site was distal pulley mechanical indentations. The instrument exhibited indentations located at the edge of the distal pulley. Failure analysis concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.